Manufacturer narrative:
The customer stated that the reagent is not available for return for investigation. Siemens has reviewed the certificate of analysis of the lot in question. The lot was meeting specifications at the time of manufacturing release. The customer is operational. The cause of this event is unknown.

Event description:
The customer reported a falsely depressed leukocyte value from their clinitek novus instrument compared to visual microscopy testing from the previous evening.there is no report of injury due to this event.

Manufacturer narrative:
The customer stated that visual microscopy of the sample the night before showed it to be highly turbid with a lot of neutrophils and bacteria. The customer did not provide the results of the other analytes of the urine however, based on their description the sample likely had a high specific gravity. Per siemens customer facing documentation, "it has been observed that higher urine specific gravity may sometimes cause decreased leukocyte test results". Siemens has requested additional information however the customer has not responded.